Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose value was 49 mg/dl at the time of the incident. Customer stated that insulin pump over delivering because there were pink dots on the diagram. Customer's blood glucose value was 49 mg/dl at the time of the incident. The customer was treated with food. The device will not be returned for analysis.